Manufacturer narrative:
Conclusion: the device's received condition does not allow an investigation. The device is shattered into many pieces. In situ measurements did not point to such a damage. The cause for explantation cannot be determined and is unknown. This is a final report.

Event description:
The user's hearing performance with the device is affected. For the last few months the user has been hearing popping sounds and has difficulties understanding conversations.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. For the last few months the user has been hearing popping sounds and has difficulties understanding conversations. During the last fitting the user felt pain with the audio processor on her head and then she quickly took it off.